Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left superficial femoral artery stenting procedure, during post-dilatation, the fox plus balloon ruptured at unspecified atmosphere. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number has been provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.